Event description:
The article aimed to compare the outcomes of the use of percutaneous vascular closure devices (vcd) versus open surgical repair (osr) to close for large-bore arterial access sites of extracorporeal membrane oxygenation (ECMO). Proglide devices were used to close the access sites. The pre-close technique with with 2 proglides were used in some cases, while others used one proglide post-close. There were no reported device malfunctions; however, adverse patient effects, including death, bleeding, hematoma, infection, limb ischemia, and pseudoaneurysm occurred. Treatments were not specified. The article concluded that patients undergoing vcd-assisted decannulation are at significantly lower risk of overall complications than surgical repair. Additional information can be found in the article "comparison of percutaneous decannulation and open surgical repair for large-bore arterial access sites of extracorporeal membrane oxygenation".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. Summary of patient injuries: based on the case information, a conclusive cause for the reported patient effects of hemorrhage, hematoma, infection, pseudoaneurysm and ischemia and the relationship to the product, if any, cannot be determined. Summary of device issues: a definitive cause for the adverse event without identified device or use problem could not be determined. The patient effects of hemorrhage, hematoma, infection, pseudoaneurysm and ischemia are listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attachment article titled: "comparison of percutaneous decannulation and open surgical repair for large-bore arterial access sites of extracorporeal membrane oxygenation" b3 - date of event - estimated d4: the UDI is unknown as the part and lot number were not provided. The additional patient effect of death reported in the article is captured under separate medwatch report.